Manufacturer narrative:
(B)(6), the clinical nurse specialist, called into emergency support program line to request support with intra-aortic balloon (iab) information for a perforation that occurred over the weekend. She explained the patient then had her 5th balloon in place since (B)(6) 2025. Megan stated all the balloons were placed axillary while the patient awaits a heart transplant. Esp team provided the axillary disclaimer. This complaint is for the balloon placed (B)(6) -(B)(6) 2025. It had a clotted inner lumen so the md replaced it. The iab was discarded by staff. There was no patient harm or injury reported.

Event description:
(B)(6), the clinical nurse specialist, called into emergency support program line to request support with intra-aortic balloon (iab) information for a perforation that occurred over the weekend. She explained the patient then had her 5th balloon in place since (B)(6) 2025. (B)(6) stated all the balloons were placed axillary while the patient awaits a heart transplant. Esp team provided the axillary disclaimer. This complaint is for the balloon placed (B)(6) -(B)(6) 2025. It had a clotted inner lumen so the md replaced it. The iab was discarded by staff. There was no patient harm or injury reported.